Manufacturer narrative:
Investigation summary: it was reported the plunger is very hard to push down and gets blocked. To aid in the investigation one sample was received for evaluation by our quality team. The sample came in an opened packaging flow wrap and has the rubber stopper at 5ml. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force and the result was within specification. A device history record review was completed for provided material number 306575, lot number 0315225. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation results, the sample received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. Silicone dispersion in the barrel is monitored daily to confirm the process is stable. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306575 batch no: 0315225. Complaint category: usage difficulty. Details of complaint (reported issue): the piston is very hard to push down and gets blocked. Complaint noticed: during / after use. Patient injury: no. Qty affected: 1 bx.